Event description:
It was reported that during a hernia procedure, the tip broke off of the blade. A second shears was used to successfully complete case with no pt consequence. A post-op x-ray was used to search for broken piece. The missing piece could not be found.